Event description:
The patient reported constant headaches since 2004. The patient stated they had a catheter replacement, from a different catheter manufacturer, in 02/2005, which was substantiated by the hcp. Additional information from the hcp indicates the patient's symptoms included poor pain control and headaches. The hcp stated the original catheter was severed and a new catheter was implanted. The new catheter severed again and was replaced on event day. The patient recovered without sequela. The drug contained in the patient's pump is unknown.